Event description:
On (B)(6) 2023, intuitive surgical, inc. (Isi) became aware of an archives of plastic surgery article titled, ¿single-port robot-assisted prosthetic breast reconstruction with the da vinci sp surgical system: first clinical report¿ (joo, o.y., et al., 2021). Within the journal article, two patients underwent a da-vinci assisted nipple sparing mastectomy (nsm) followed by immediate robot-assisted expander insertion and pre-pectoral direct-to-implant breast reconstruction. Following the nsm, one of the patients was found with an unintentional burn and was carefully managed by plastic surgery team during breast reconstruction. There was no mention of the cause of the burn. The patient also experienced mild infection on a single breast, which resolved with intravenous antibiotic treatment without the need for implant removal. There were no conversions to open surgery, nor any major post-operative complications such as a hematoma or total nipple or skin necrosis that occurred with these two patients. There were no allegations of any malfunctions of any dv systems, instruments, or accessories mentioned in the article. Intuitive surgical, inc, (isi) made multiple follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the current information provided, the cause of the mentioned burn and post-operative infection cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. A system log cannot be performed because the system logs are not available as there was insufficient information. This is considered a reportable event due to the following conclusion: intuitive surgical, inc. (Isi) became aware of an archives of plastic surgery article, and it was mentioned that following a da-vinci assisted nipple sparing mastectomy (nsm), one of the patients was found with an unintentional burn and was carefully managed by plastic surgery team during breast reconstruction. There was no mention of the cause of the burn. The patient also experienced a mild infection on a single breast, which resolved with intravenous antibiotic treatment without the need for implant removal.